Event description:
The customer reported that the defibrillator did not deliver a shock as expected. The customer stated that this was found in testing and there was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the defibrillator did not deliver a shock as expected. The customer stated that this was found in testing and there was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.